Manufacturer narrative:
Complaint conclusion: as reported by fiorella et al, balloon-in-stent technique for the constructive endovascular treatment of ultra-wide-necked circumferential aneurysms; neurosurgery; 57 (2005), 1218-1227; there was friction between the deployment balloon and the newly deployed bx velocity stent which resulted in proximal displacement of the stent during removal of the delivery system. This left a distal gap of 4 mm between the first previously deployed stent and the second velocity stent. About 3 months later, the distal gap between the two stents was bridged with a third 4.5x30mm non-cordis stent. During follow-up, the patient remained neurologically intact. A (B)(4) female patient was admitted to the hospital due to subarachnoid hematoma and was taken immediately to the angiography suite for endovascular treatment. A 4.5x20mm non-cordis stent was placed across the fusiform aneurysm of the distal left vertebral artery. The patient received heparin and aspirin, then heparin was discontinued and the patient began clopidogrel. The patient slowly improved and was discharged to an in-patient rehabilitation facility after 4 weeks. A computed tomographic angiogram and conventional angiogram at 6 months demonstrated bowing of the non-cordis stent into the body of the circumferential left v4 segment aneurysm as well as significant enlargement of the aneurysm. Clopidogrel and aspirin were restarted. The patient had a balloon expandable bx velocity stent placed within the left vertebral artery to provide a more durable bridge across the aneurysm neck. Unfortunately, friction between the deployment balloon and the newly deployed stent resulted in proximal displacement of the velocity stent during removal of the delivery system. This left a distal gap of 4 mm between the first non-cordis stent and second velocity stent. The patient returned to the angiography suite 9 months after initial presentation; and the aneurysm was coiled. After coil embolization, the distal gap between the two stents was bridged with a third 4.5x30 mm non-cordis stent. After the procedure, the patient received 325 mg aspirin and 75 mg plavix and was maintained on heparin. She returned for follow-up at 6 months and remains neurologically intact. Follow-up angiography at 6 months demonstrated minimal compaction of the coil mass along the superior-medial aspect of the aneurysm sac but was otherwise not significantly changed. The device remains implanted in the patient; therefore it was not available for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿stent- migration - (peripheral)¿ and ¿balloon- withdrawal difficulty-snagged/caught on stent (endovascular)¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Operational factors may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The patient received heparin and aspirin, then heparin was discontinued and the patient began clopidogrel. The patient slowly improved and was discharged to an in-patient rehabilitation facility after 4 weeks. A computed tomographic angiogram and conventional angiogram at 6 months demonstrated bowing of the non-cordis stent into the body of the circumferential left v4 segment aneurysm as well as significant enlargement of the aneurysm. Clopidogrel and aspirin were restarted. The patient had a balloon expandable bx velocity stent placed within the left vertebral artery to provide a more durable bridge across the aneurysm neck. Unfortunately, friction between the deployment balloon and the newly deployed stent resulted in proximal displacement of the velocity stent during removal of the delivery system. This left a distal gap of 4 mm between the first non-cordis stent and second velocity stent. The patient returned to the angiography suite 9 months after initial presentation; and the aneurysm was coiled. After coil embolization, the distal gap between the two stents was bridged with a third 4.5x30 mm non-cordis stent. After the procedure, the patient received 325 mg aspirin and 75 mg plavix and was maintained on heparin. She returned for follow-up at 6 months and remains neurologically intact. Follow-up angiography at 6 months demonstrated minimal compaction of the coil mass along the superior-medial aspect of the aneurysm sac but was otherwise not significantly changed. The device remains implanted in the patient; therefore it is not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications and devices: 4.5x20 mm neuroform stent (bsci); mti hyperglide balloon; bsci matrix aneurysm coils; 325 mg aspirin; and 75 mg plavix. This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: fiorella et al (2005). Balloon-in-stent technique for the constructive endovascular treatment of ultra-wide-necked circumferential aneurysms. Neurosurgery; 57, 1218-1227. The catalog code provided (swxxxx), represents an unknown bx velocity stent delivery system. The catalog and lot numbers for the actual product used in the procedure are unknown.

Event description:
As reported by fiorella et al, balloon-in-stent technique for the constructive endovascular treatment of ultra-wide-necked circumferential aneurysms; neurosurgery; 57 (2005), 1218-1227; there was friction between the deployment balloon and the newly deployed bx velocity stent which resulted in proximal displacement of the stent during removal of the delivery system. This left a distal gap of 4 mm between the first previously deployed stent and the second velocity stent. About 3 months later, the distal gap between the two stents was bridged with a third 4.5x30 mm non-cordis stent. During follow-up, the patient remained neurologically intact. A (B)(6) female patient was admitted to the hospital due to subarachnoid hematoma and was taken immediately to the angiography suite for endovascular treatment. A 4.5x20mm non-cordis stent was placed across the fusiform aneurysm of the distal left vertebral artery.